Manufacturer narrative:
Philips service replaced or upgraded parts, but it is unclear if the issue was resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that grainy images and a shutter error occurred during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.